Manufacturer narrative:
Additional information is provided for d.10. H.2. H.3., and h.6. One device was received for evaluation. Visual inspection revealed the device was used, had been decontaminated, and had a scratched lens. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. The downstream occlusion sensor seal, lcd lens and lens seal were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device pressure occlusion failed low out of tolerance. Per the reporter, there were no patient adverse effects.